Manufacturer narrative:
No report of patient involvement. (B)(4). A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The light board and wire harness were replaced to resolve the reported issue.

Event description:
The hospital reported an alarm light error. There was no report of patient involvement.